Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, heparin was administrated after transeptal. The activated clotting time was 254 seconds. A thrombus was noted on the pigtail catheter. Another was opened to complete the procedure. Post procedure, the patient was placed on aspirin only due to bleed issues. The patient is fully recovered.